Event description:
It was reported the customer was hospitalized due to high blood glucose. Customer's blood glucose was 300-600 mg/dl. Troubleshooting was done. The customer was assisted to perform self test and test passed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)